Event description:
Our affiliate is reporting that during an arthroscopic knee repair with the use of rigidfix for fixation, one of the two fixation pins came back out with the guide sleeve leaving only one pin fixating the graft. The repair was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.